Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.